Event description:
It was reported that the customer experienced high blood glucose levels (200 mg/dl). Customer reports her placement site is red and swollen. She changed her placement site, took corrective boluses, and took and injection with a pen.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.